Event description:
As reported to coloplast though not verified, patient was implanted with aris transobturator tape on (B)(6) 2010. Later patient expereinced pain, has undergone medical treatment and will likely undergo future medical treatments and procedures.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.